Event description:
A customer reported a power source alert that occurred while using a tandem charging cable and wall adapter. The issue's impact on the customer's blood glucose level was not disclosed. The customer attempted various troubleshooting steps, such as using different wall adapters and charging cables. Ultimately, connecting the new charging cable to a wall adapter resolved the issue, allowing the pump to charge, and the battery level increased significantly from 15% to 95%. No further assistance was required.